Manufacturer narrative:
The sample has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).

Event description:
The customer reported to corporate product surveillance (cps) of 3 incidents where a monoject flush syringe, product code unknown, lot number unknown, is unwinding itself off of the flolink standard bore catheter extension set, product code 2n9060, lot number ur09k07061. The customer is not convinced it is the valve, but would like it investigated. There was no patient injury reported. No additional information is available.

Event description:
Experiences increasing symptoms of 'clutching and pain'.

Manufacturer narrative:
(B)(4). The customer returned one (1) actual sample for evaluation. Additionally, the customer sent the monoject flush syringe to baxter with the sample. The returned sample was visually and functionally inspected. During functional testing, the sample was connected to the syringe. The reported condition of the syringe separating from the flolink was confirmed as the two completely separated. A batch review was performed on the reported lot and no deviations were noted. In addition to the evaluation performed, a study was executed to attempt to recreate the failure mode using two hundred (200) samples of (B)(4) (lot number ur10b25043). Of the 8 lot numbers reported by the customer, this was still available in baxter's released finished goods inventory. The conclusion of this study was that no disconnection or other connection instability was observed. The reported event could not be reproduced within the study. No assignable root cause could be determined at this time. This is associated with report 3 of 8 received from the facility.